Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the tube had a small kink. The cannula was tested by passing air through it, and it was found that the product met the occlusion requirement. The manufacturing records were reviewed and revealed that all relevant tests performed during the manufacturing process and final product release had met requirements. No nonconformity of this nature had been registered during the production of this lot. An investigation has been performed to determine the root cause of this complaint and convatec is taking appropriate steps to correct the issue and improve the quality of the product.

Event description:
The customer alleges that the device had a kink. The rt noticed that the patient's was having saturation rates lower and higher than normal depending on position. No patient injury or harm reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the device had a kink. The rt noticed that the patient was having saturation rates lower and higher than normal depending on position. No patient injury or harm reported.